Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported that the vela ventilator was alarming transducer (xdcr) fault, low minute volume (ve), vent inop, low peak inspiratory pressure (pip). The customer reported no patient involvement or allegation of patient harm.